Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: after 3 days of the original surgery, there was a leakage and the anastomosis was damaged. The doctor created a stoma to save the patient. They waited and observed the patient for seven days and required a blood transfusion. There was unanticipated blood loss of 500cc or more. There was no reinforcement material used. Reoperation was required.